Event description:
It was reported that sterile water leaked. The user was not sure whether water leaked from the syringe or near the valve of the foley catheter during the pretest. Per follow-up information received from ibc on 13sep2023, stated that the details regarding the exact leak location were not provided by the customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked. The user was not sure whether water leaked from the syringe or near the valve of the foley catheter during the pretest. Per follow-up information received from ibc on 13sep2023, stated that the details regarding the exact leak location were not provided by the customer.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.